Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and provide the completed investigation results. One 6fr glidesheath slender was returned for evaluation. The sheath was returned without any other accessory components. Visual inspection of the sheath revealed a kink at the base of the hub of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off axis forces caused the reported event. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved 6 french slender kinked during a routine radial diagnostic heart cath procedure. The glidesheath slender sheath became kinked at the hub. The physician was able to complete the procedure successfully. Blood loss was reported to be less than 250cc. The patient is doing excellent. The procedure was excellent. Additional information was received on (B)(6) 2018. The doctor used a new glidesheath slender kit.